Manufacturer narrative:
Block b3: exact date unknown, event occurred after implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 7080542 model/catalog description: artisan lead 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection. No further information has been obtained.